Event description:
Clinical study. It was reported that 372 days after a coronary artery drug eluting stenting procedure, the patient required a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a 100% stenosed, 3.0x24mm lesion in the mid left anterior descending artery (mid lad) with direct stenting of a 3.0x32mm taxus express2 drug eluting stent, reducing stenosis to 0%. The patient received aspirin, plavix, heparin and eptifibatide during the procedure. The patient was discharged 7 days post index procedure on aspirin, plavix, captopril, atenolol, and simvastatin. At 372 days post index procedure, the patient presented unstable angina and was hospitalized with rest chest pain without cardiac enzymes elevation. The patient was catheterized the next day, and a 3rd time in-stent restenosis was found in the lad. He underwent a coronary artery bypass graft (CABG) procedure and a left internal mammary artery (lima) graft was put to the lad 378 days post index procedure. The operation and the ensuing hospitalization were free of complications. The event was resolved 6 days post-CABG. The physician assessed this event as definitely related to the taxus stent.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, the root cause of this complaint will be documented as anticipated procedural complication. A corrective and preventative action has been raised to address complaints for restenosis.